Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
It was reported that after implantation, the certas valve was occluded and was revised. The valve was implanted to the patient via lp-shunt; however, initial setting is unknown. It was reported that the ventricle did not become smaller. A contrast study was performed in the middle of august, at this time, the contrast successfully flowed to the abdominal side. However, they were unable to obtain the cerebrospinal fluid from the reservoir. The revision surgery was performed via v-p shunt with hakim valve. There was damage on the removed valve reservoir. It is unknown when the damage occurred. No leakage from the reservoir could be confirmed during the contrast was performed. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; a small cut/tear was noted in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the small tear / cut in the needle chamber. The catheters were irrigated; no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records was not possible, as no lot number was provided. Based on the results of the investigation, the reported issue of blockage could not be reproduced. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.